Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown device manufacture date: unknown the customer's address is unknown. (B)(6)), USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check for harm/allergic reaction due to unknown lot number. Per the information provided in the complaint description, there is no hazard associated with the reported harm, allergic reaction. Foreseeable hazards associated with harm allergic reaction - are captured in risk assessment files - 149rmn-0004-01 rev 19, 10000084266 rev 10, 149rmn-0009-02 rev 5, 100000472392 rev 2, 149rmn-0003-04 rev 10, 10000096606 rev 5 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for harm/allergic reaction due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified bd pen needle caused an allergic reaction. This complaint is being cautiously reported because it was not possible to clarify the extent of the allergic reaction or determine if it was systemic or localized. The following information was provided by the initial reporter: "it was reported that patient is having allergic reaction to pen needle. Verbatim: email: comments: does bd make any insulin pen needles that are not coated in silicone? I have a patient who is having allergy reaction to the pen needle.